Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) generated a leak alarm immediately upon being plugged in. No patient was involved, and no harm was reported. A getinge field service engineer (fse) received communication from the customer¿s biomedical department indicating that the repair quotation was declined and that the device would be replaced. The customer was advised to contact getinge service for any further assistance if needed. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Manufacturer narrative:
Event site name: (B)(6).